Manufacturer narrative:
Date of birth - born in 1960. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the they conducted femoral artery closure with an 8fr angio-seal device. The patient was treated with a 7fr procedural sheath. Angiography confirmed the indication. After the deployment of the device, the puncture site was found bleeding. Compression by hand was conducted to achieve hemostasis. There was no harm found on the patient. The patient was in stable condition. The bleeding occurred in the procedure room. A hematoma was present. This was a right femoral artery puncture. Additional information was received on 04 dec 2019. The procedure was completed successfully. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.